Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion was damaged due to the ar-12990n scorpion needle breaking off and stuck inside the inner cannulation. This occurred inside the patient, and all the pieces were quickly retrieved from the patient. The surgeon completed the case by bailing on ar-12990 knee scorpion, retrieving the broken needle fragment from within the joint, and using a suture lasso to pass the suture. The case was not delayed and was able to continue after the issue. There were no reported adverse effects on the patient due to the problem. This was discovered during an acl repair on (B)(6)2024.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-12990n was received inside ar-12990 serial/batch number (B)(6) for investigation. Functional testing of the scorpion found that the needle cannot be fully inserted and gets stuck inside the shaft of the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.